Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific receievec informaiotn that at the follow up of this cardiac resynchonization therapy pacemaker (crt-p) decubitis/migration of the device was noted. An invasive procedure took place and the device and leads were explanted due to an infection. No adverse patient effects were reported.